Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed no delivery several times in the middle of the night. The blood glucose reading was 160 mg/dl. The customer stated that the alarm was resolved by a reservoir change. She noted that the event occurred a month prior, and she declined troubleshooting for the issue. Nothing further reported.